Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a bubble under the right back te pad. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed an ointment for the blister. Follow up indicated that the blister improved.